Event description:
They are selling medical devices, unregulated-compression tops. My friend got a blood clot from their product, dr believes the tightness was caused from prolonged use of their compression tops, yet they don't warn anyone about that. Website, social media, email, retail store website: (B)(6); social media: rodeohs, email: (B)(6); they are sold in many stores.